Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the there was no screen during startup. The pump had audible tones during startup. Pump audible and vibratory alarms are operational. Opened pump to investigate. Display screen is cracked. Removed broken screen and replaced it with a test screen. Test screen worked with no issues found. Investigators completed testing pump with test display. The lens was found to be scratched.

Manufacturer narrative:
Follow-up #1 date of submission 05/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation confirmed no screen during startup. Pump had audible tones during startup. Pump audible and vibratory alarms are operational. The display screen is cracked. Removed broken screen and replaced it with a test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.